Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. It is unknown if there are plans to reimplant the patient with a new device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Device analysis report attached.